Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2004 and pelvicol and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted along with pelvicol and cystoscopy. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, neuromuscular problems, vaginal scarring, vaginal burning sensation, pressure and leg cramps when standing. (B)(4). The batch number provided, tdp185, is not valid for any ethicon mesh product.

Manufacturer narrative:
(B)(4).